Event description:
The customer reported to olympus, that the physician elected to use balloon3 which contains latex on a patient with latex allergy. There was no reportable malfunction of the device and no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus; therefore a root cause is unable to be confirmed. Additionally, it was confirmed that the patient did not incur an allergic reaction. The event can be detected/prevented by following the instructions for use which state: "balloons used with this instrument contain natural rubber latex which may cause allergic reactions in some patients. Do not use the balloon on a latex-sensitive patient. Instead, perform the procedure using ¿the sterile de-aerated water immersion method¿ described in section 4.2, ¿observation of the ultrasonic image¿." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event occurred during a diagnostic endoscopic ultrasound procedure. The procedure was completed without delay.